Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify this report. Device still implanted.

Event description:
As reported to coloplast though not verified, the patient experienced painful intercourse, abdominal pain, embarrassment. Patient had one uti infection but did not state when that was. Patient believes she was hospitalized one time due to product, but patient could not confirm this information.